Manufacturer narrative:
The event of capsular contracture is a physiological complication and the analysis of the device generally does not assist allergan in determining a probable cause of this event. Device labeling addresses the reported event of capsular contracture as follows: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Allergan is unable to confirm with the healthcare professional, therefore additional device detail is not attainable.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device was implanted in (B)(6). Per physician's office, the device was implanted after the expiration date. The device has been explanted.

Manufacturer narrative:
(B)(4).

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device was implanted in (B)(6). Per physician's office, the device was implanted after the expiration date. The device has been explanted. Received follow up from the explanting physician providing a new date of implant. The device was not implanted after the expiration date.